Manufacturer narrative:
(B)(4)

Event description:
Information was received from a company representative regarding several patients in (B)(6), receiving intrathecal therapy via an implantable infusion pump. The indication for use was not noted. The company representative was asked to check the programmers at a facility, as the facility has had several motor stalls, compared to others. No further information was provided. Additional information was requested regarding serial numbers, symptoms experienced, troubleshooting, diagnostics, actions interventions, cause, drug/concentration/dose/lot, concomitant medications, medical history, and diagnosis for use.